Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial tachy response (atr) episodes due to noisy signals. The noise was product of electrocautery, which made the device oversensed. Technical services (ts) was consulted, and no noise was seen on the electrogram (egm). The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial tachy response (atr) episodes due to noisy signals. The noise was product of electrocautery, which made the device oversensed. Technical services (ts) was consulted, and no noise was seen on the electrogram (egm). The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, this device was explanted and replaced due to elective replacement indicator (eri).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.